Manufacturer narrative:
One sample without original package neither lot number was received for evaluation. After performing visual inspection the condition reported was confirmed; a cardboard-like particulate was observed in the plunger of the syringe. An investigation of the reported condition was performed on at the manufacturing site. A device history record review could not be performed because a lot number could not be provided by the customer. In compliance with corporate and local procedures, safeguards are utilized and maintained to prevent rodent or insect pests from entering the manufacturing areas and coming into contact with the product. The control mechanisms are located in and around the plant and are inspected on a periodic basis to verify continuing efficacy. Every precaution is taken when manufacturing this product to prevent contamination by foreign materials. During manufacturing, syringes are assembled using a utomated equipment, with a minimal amount of handling during processing. The machines, molds, syntrons, hoppers and trays are wiped down regularly. Totes are lined with plastic bags to prevent contamination. Per the procedure, complaint trends will be evaluated during the monthly corrective/preventative actions (CAPA) meeting to determine if a CAPA is warranted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that one syringe was discovered to contain a cardboard-like particulate stuck in between the ribs of the plunger during 100% visual inspection. The syringe was used during compounding.